Event description:
Harmonic ace laparoscopic shears was being used intraoperatively and spontaneously failed to work. The cord was changed and the item still failed. The screen was stating to tighten the device. It was tightened, but continued to fail. A new harmonic shears device was opened, and with the same cord was used intraoperatively. There were no further issues. The item that failed was sequestered.